Event description:
A customer reported a cartridge alarm 30 during the load process of their pump and confirmed that there was no previous incident with this serial number. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump since the original pump was out of warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was in the process of obtaining a new tandem pump. The customer did not have an out-of-warranty loaner pump and was interested in acquiring one. Technical support confirmed shipping details, discussed the loaner pump agreement, and advised the customer to program their settings and connect their continuous glucose monitor to the replacement pump.